Event description:
T was reported that an expiratory cassette error was triggered during ventilation. Subsequently patient became tachypnoeic and required manual ventilation with water circuit until a new ventilator was set up. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
No investigation of the ventilator has been requested but ventilator logs were provided for review. According to the event log, ventilation mode was set to simv (pc) + ps where the ventilator delivers mandatory controlled breaths using a preset respiratory rate and a preset pressure. Inspiratory support is delivered during spontaneous breaths taken between the mandatory breaths. On the reported event date, alarm for expiratory cassette error is generated and shortly after alarms for expiratory minute volume low and respiratory rate high. The alarm generation indicates a technical problem with the expiratory cassette or in the communication with the cassette. The expiratory cassette is a measuring component in the expiratory channel of the ventilator, and it measures the expiratory flow. The expiratory cassette has no impact on the regulation of delivered gas to the patient. Since the expiratory flow measurement becomes inadequate, the alarm for expiratory minute volume low is generated and, most likely, the flow trigger is affected giving an autotrigger and a higher respiratory rate for a short period (approx. 30 sec to 1 min). According to the test log, successful pre-use check was performed prior the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. In conclusion, the reported alarm was most likely due to a faulty expiratory cassette. However, this will not affect the regulation of delivered gas to the patient.